Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure stent thrombosis occurred. The patient presented with acute st elevation and anterior infarction. The patient was brought to the cardiac catheterization lab. An angiogram was performed revealing a 100% occluded proximal left anterior descending artery (lad) with an ejection fraction of 20-25%. The thrombus was aspirated and the lesion was predilated with a 3.00x12mm unspecified balloon. A 3.00x16mm taxus express2 stent was then deployed in the lesion at 12atms resulting in timi 3 flow and a balloon pump was placed. The procedure was successfully completed with no patient complications reported. Four years later the patient presented with chest pain and thrombosis in the previously placed stent. An extraction catheter was used and then a 3.0x12mm non bsc balloon was inflated at 18atms for 60 seconds. An ivus run was performed which showed that there was still some irregularity at the site of the stent which was thought to be thrombus. A 3.25x12mm non bsc balloon was then advanced to the lesion and was inflated at 18atms for 57 seconds. It was noted that there was slow flow in the second diagonal artery which was thought to be related to distal embolus. The slow flow was improved after intracoronary nitroglycerin. The procedure was successfully completed at this point with no additional patient complications reported. The patient¿s current condition is listed as ¿stable¿.